Event description:
Discordant, falsely high troponin (tni) results on two patients were generated on the immulite analyzer. Both patient samples were re-tested in duplicate (repeat result 1 and 2) on the same system and tni results were generated that were lower than the initial results. It is unknown if the results were reported to the physician. There is no known report of adverse health consequences or patient intervention due to the discordant, falsely high tni results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analysis of the instrument and instrument data, it was determined that the cause of the discordant, falsely high tni results is unknown. The fse proactively checked the barcode scanner, performed decontamination (watertest), and changed a pipettor. The instrument is performing within specifications. No further evaluation of the device is required.